Event description:
Complainant alleged that the medics were attending to a pt who was found at home in full cardiac arrest. Bystander CPR was initiated on the pt prior to the medics arrival. The pt complained of dyspnea and feeling a choking sensation, just prior to the arrest. The pt medicated with sublingual nitro just prior to collapsing. Upon the medics arrival, the pt was unresponsive, warm and cyanotic. The pt's pupils were fixed and dilated. The medics monitored the pt with the device in semi-automatic mode, using a non-zoll brand "r2" adapter. The device advised one shock at 200 joules and the shock was delivered to the pt. The complainant indicated that twice the device did not advise shock to a shockable rhythm. The complainant indicated that the pt subsequently expired.